Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (b)() 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient was looking for a healthcare provider (hcp) to replace the pump because it stopped working. The pump was stated to have stopped working because it ¿needs to be replaced every 5 years.¿ the pump was refilled by a home infusion company and the reporter did not know the managing physician. The pump was used to deliver bupivacaine and prialt. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.